Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-63 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. During visual inspection it was revealed that the device had presented the f-63 alarm and that the cpu pcba (central processing unit printed circuit board assembly) was damaged. The device also presented the alarm during functional testing. The cause of the alarm was determined to be the damaged cpu pcba. To correct this condition, the cpu pcba was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.